Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 4 months post implant of this mitral bioprosthetic valve, the device was explanted and replaced with a mitral bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received indicated that the device was explanted and replaced due to regurgitation. No additional adverse patient effects were reported.  Added patient code. If information is provided in the future, a supplemental report will be issued.